Event description:
Employee was stuck using the eclipse needle. Employee activated the safety shield using the thumb to press down at the upper region of the safety shield located at the needle's tip, rather than using the thumb activation pad located away from the opposite end.